Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient who was receiving baclofen with a concentration and dose of 2000 mcg/ml at 96 mcg/day via implantable drug delivery pump. It was reported that the hcp contacted the rep about a patient's pump in motor stall 3 hours post-MRI. Information on telemetry state was reviewed. The rep was advised to have the hcp continue to check the logs until the motor stall recovery is noted. No troubleshooting was performed. No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-mar-09. It was reported that the pump was interrogated to resolve the stall. It was confirmed that the stall was resolved and the pump remained implanted.